Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the system speaker is defective. The fse provided the customer a new order for a replacement speaker assembly.

Event description:
Philips received a complaint on the intellivue x3 monitor indicating the system displayed an error for a speaker malfunction. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.